Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an investigation of the device is completed, a follow-up/final report will be submitted. Concomitant medical products: z.s.g.m. Cutter 2:1 ratio caution: sharp; catalog number: 00770302000; serial number: (B)(4). Z.s.g.m. Cutter 1.5:1 ratio caution: sharp; catalog number: 00770301500; serial number: (B)(4).

Event description:
It was reported that the device produced an incomplete mesh. This event occurred at a cadaver lab/skin bank and there was no patient involvement. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d11, e2, e3, e4, g4, g7, h2, h3, h4, h6, h8, h10. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. On (B)(6) 2020, it was reported that this unit had an incomplete mesh. The customer returned a skin graft mesher device, serial number (B)(6), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(6), and a 2:1 ratio cutter, serial number (B)(6), for evaluation. Product review of the skin graft mesher on (B)(6) 2020 revealed that the calibration was within specifications and produced a passing sample graft. The 1.5:1 ratio cutter, serial number (B)(6), and 2:1 ratio cutter, serial number 1512774 produced an incomplete same mesh and were deemed non-repairable even after replacing the collars and gears. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2020 which included replacement of the roller gear, stabilizer feet, bearings, and side plates. Skin graft mesher, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Based on the information provided, the root cause of the reported event was due to the use of damaged cutters. The zimmer skin graft mesher instruction manual (06001810592, rev a) notes on page 1 that a damaged cutter may result in a less than optimal mesh pattern and cause further damage to the mesher.

Event description:
No additional information.